Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had pain on the left side where the ins was. The patient felt worse when the ins was charged. The patient stopped using the therapy and the ins had been off for six weeks or longer as of (B)(6) 2017. The patient still felt pain with the ins off. The pain that the patient was implanted for had started to come back as well. The patient started having more trouble charging the ins and had been having a much harder time trying to find a spot and had not been finding one. The patient wanted to know why she might be having the pain at the ins site. It was noted that the patient lost probably about 100 pounds between the last year and (B)(6) 2017. The patient had a fall but it was after she started having the pain. The patient did not know when she fell. The patient was to follow-up with a healthcare professional. The pain where the ins is and the recharging issues began in 2017, around two months prior to (B)(6) 2017 probably in (B)(6). The pain that the patient was implanted for coming back began in (B)(6) of 2017, probably about three weeks prior to (B)(6) 2017.